Event description:
It was reported that the electrograms were very noisy, and there was high impedance. A setscrew issue was suspected. The device was replaced, and the electrograms were then reported to be acceptable. It was reported that there were no patient complications as a result of this event.